Event description:
It was reported that an implant was found to have migrated and the patient is experiencing abnormal motion post operatively. There is norevision surgery scheduled at this time and no additional patient impacts have been reported.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: methods, results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Without the returned product, the event is non-verifiable.

Event description:
It was reported that a patient was experiencing motion problems, pain, and myelopathy about 5 months post-operatively after device migration. A revision was performed to remove the mobi-c device and replace it with a fusion construct. The patient is doing well after the revision.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Summary device evaluation: the product was not returned, but x-rays confirm the abnormal motion of the mobi-c device as the top endplate subluxes upon flexion of the neck and almost appears to partially disassemble. Potential cause: subluxation failures of this nature can be caused by not following the IFU with regard to mobi-c implant candidate selection, specifically with relation to cervical instability. Contraindications that could lead to this failure are pre-op cervical instability as measured by translation greater than 3.5 mm, and/or > 11° angular difference. It could also be caused by installing the implant in a non-neutral position. Currently, no actions are recommended. DHR review: the lot number and part number were not provided, DHR review cannot be performed. This device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient was experiencing motion problems, pain, and myelopathy about 5 months post-operatively after device migration. A revision was performed to remove the mobi-c device and replace it with a fusion construct. The patient is doing well after the revision.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an implant was found to have migrated and the patient is experiencing abnormal motion post operatively. There is no revision surgery scheduled at this time and no additional patient impacts have been reported.